Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that something was triggering an alarm to beep every 15 minutes. The insulin pump had a beep anomaly. When she woke up that morning her sensor and blood glucose reading difference was off. The self-test passed twice. Customer's blood glucose level was 176 mg/dl. The device was not returned.